Event description:
It was reported that this left ventricular (lv) lead exhibited a high out of range pace impedance measurement. The lead remains in-service. No patient symptoms or adverse patient effects were reported.